Event description:
A female with post intubation tracheal stenosis after intubation for post surgical problems 2 years ago. Instead of surgery or a silicone removable stent, a ultraflex stent was placed in the trachea 19 months ago. As commonly seen the stent fractured. Then an alveolus stent was placed into the ultraflex stent 8 months ago for this benign, yet increasingly threatening problem. This stent also fractured. The pt developed chronic mrsa infection and recurrent pneumonia. Two months of increasing sob developed. She was transferred from out of state to our airway center with stridor in respiratory distress. Bronch: completely fractured stent with the alveolus stent invaginating into the remaining lumen, obstructing it even further-this is something commonly seen in this particular stent- it tends to invaginate and can cause significant airway obstruction. In 2007 or with 95% stent removal under surgical standby for tracheostomy. The procedure was lengthy and life threatening, but there were no other options. On two days later, few remaining wires removed elective trach to allow for bronchoscopic suction and healing. Plan re-assessment for any needs in 2 months, potential decannulation. Again a completely avoidable, life threatening problem associated with metal stents for benign disorders. Especially in the hand of operators not trained to properly assess pts and handle complications.